Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "leakage was noticed at the joint of catheter hub and extension tubing during penetration after blood flashback was observed. It's feedback that no leakage was noticed in the priming, but in penetration."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8106255. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our review of the device submitted to our facility, revealed damage to both the extension tubing and the to the cured adhesive used to join the extension tubing to the luer adapter. Closer inspection of the damage identified characteristics suggestive of contact with a cutting implement; our review of the manufacturing process was not able to identify any potential sources for this damage at our facility. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that leakage occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "leakage was noticed at the joint of catheter hub and extension tubing during penetration after blood flashback was observed. It's feedback that no leakage was noticed in the priming, but in penetration."